Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that in the past the pump insulin gauge has displayed 0 unites unexpectedly during pumping. The contact stated a new cartridge would be loaded successfully following the issue. There was no reported impact to the customer's blood glucose level. Reportedly the customer has manual injections as alternate insulin therapy.